Event description:
On (B)(6) 2012, notification was received from a sales representative that the patient's pump is out of warranty and patient is alleging having issues with the keypad buttons: she states they are worn and must be pressed multiple times to induce a response. Follow up with the patient's daughter is requested. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.